Event description:
It was noted that the patient implantable cardioverter defibrillator exhibited myopotential oversensing causing pacing inhibition. No interventions were made. There were no patient consequences.

Event description:
Additional information received noted that the event was observed remotely.